Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date for treatment of stress urinary incontinence and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The initial procedure was on (B)(6) 2007. The mesh eroded through the posterior wall of the vagina and it was removed. (B)(4) mesh exposure.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh and align were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.